Manufacturer narrative:
For the reported screws, tapping is recommended in most cases. Undertapping may cause the screw to become bound in the bone, and with the excess torque applied to drive the screw down, may cause the pedicle to fracture. It was confirmed that for this case, the screw hole was undertapped with a 6.5mm tap for a 7.5mm screw. The most likely root cause is undertapping of the screw hole, causing excess torque that fractured the pedicle.

Event description:
It was reported that; 7.5x45 screws (two of them at l4 and l5) fractured the pedicles. Screws remained in the patient and case was completed.

Event description:
It was reported that; 7.5x45 screws (two of them at l4 and l5) fractured the pedicles. Screws remained in the patient and case was completed.